Event description:
It was reported that there was a right ventricular (rv) lead integrity alert for short interval counts. It was also reported that the remote transmission showed oversensing episodes showing noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-45 implantable pacing lead (B)(6) 2009; d314trg bi-ventricular (bi-v) defibrillator (B)(6) 2012. (B)(4).